Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, while inserting the arterial sheath, the 0.035" wire pulled back and the physician pushed the sheath out the back wall of the common carotid artery (cca) where a dissection was noted. The procedure was then converted to carotid endarterectomy (cea) due to the degree of tear. The patient was discharged home and was back to baseline with no further issues noted.